Event description:
The tear away sheath for the on-q pump broke apart on insertion into the pt. Little pieces were left in the pt and the surgeon had to reopen the wound to take out the pieces that had broken off. A second tear away sheath was used and again broke apart, however, no pieces were in the pt. The pieces were kept in a specimen cup along with the packaging for the product. There were 2 catheters that were used and both broke. Both catheters had the same reference and lot numbers. Made sure all products with same lot number were pulled off the shelf an rep was notified by operating room. On (B)(6) 2012, without further complications noted pt was discharged.